Manufacturer narrative:
According to the field, the device will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicates the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information regarding this event was made available from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that between follow-up appointments, this pacemaker's estimated longevity went from displaying two years remaining to elective replacement time. At this time, no intervention has been performed and the pacemaker remains implanted and in service. No adverse patient effects were reported.